Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was able to get 4-5 bars. The patient had their sutures removed and it was mentioned that the coupling issue may be related to the sutures. It was reviewed that swelling can impact coupling. The patient attempted to charge during the report. All positions had 0 coupling bars. The adjust antenna dial was used and the 4th click had 2 bars. An additional space was recommended. When the antenna was repositioned with a spacer, the patient had 2 bars which stayed at 2 through 2 antenna dial clicks. The patient was advised to palpate the pocket to assess the depth and position of the stimulator. The patient stated he couldn¿t tell if the stimulator had moved or flipped, but that it was still tender. The patient stated he could feel something trying to poke out. Information regarding the icons were reviewed. The stimulator was 50% charged and was flashing between 50 and 75%. Towards the end of the report, the patient heard a beep and had 0 coupling bars. The patient was advised an in person session may be needed to determine if antenna placement was correct or if external components needed to replaced. After the suture removal, the patient noted the area of the incisions was raised up. There were lumps/swelling/¿raised spots¿ at both the lead and incision sites. The patient was redirected to their physician to assess incisions as well as charging. Additional information received reported that the patient noticed a wet area on their back where the leads were. The patient¿s wife reportedly indicated that it looked like he had metal coming out of the patient¿s back. It was noted that it felt bumpy back there prior to this occurring but it was not known how long it felt this way. The patient reportedly spoke to their health care provider (hcp) about this issue. On the monday prior to the report the patient was seen and they tried to salvage the leads and repositioned the leads. It was then reported that, at the time of the report, the patient had developed a staph infection and was being treated at home for infection and was not hospitalized. It was later reported that the manufacturer representative did not know if there was a relationship between this and the prior pain at the implantable neurostimulator (ins) site. The date of the infection diagnosis, the signs and symptoms of the infection, and the location of the infection were unknown. It was unknown if it was meningitis. No culture was reportedly taken. The infection was reportedly treated with antibiotics and the patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Further information from the physician that repositioned the lead confirmed that the lead had come through the skin. The lead was re -implanted on (B)(6) 2014. The cause was unknown but it was stated to be device related. The patient did not have an infection on the date of surgery and was re-implanted with non-infected hardware. The patient was closely monitored post operatively and was on a 6 week prophylactic antibiotic course. As of (B)(6) 2014, the patient was doing well, per the physician. There was no indication of an infection and the incisions were healing well. The patient did have a 50% or greater symptom reduction and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).